Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that the pump was re-booted. No damage was found to the battery cap or battery compartment. Eval found that the pump powers up properly. The pump was exercised for 24 hours with no power issues or re-booting. Unrelated to the complaint eval revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and times settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The pt's father reported that the pump has been re-booting. He confirms that the battery cap is secure and there is no damage to the cap or the battery compartment. No reported trauma to the pump.